Event description:
It was reported that the permanent cautery hook instrument would not allow monopolar energy to work. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken conductor wire at the proximal end, near the terminal crimp. The instrument failed the electrical continuity test. Thermal damage was not observed near the terminal crimp. This caused monopolar not to have energy. The complaint was confirmed by failure analysis. The probable root cause of the conductor wire being broken at the proximal end is attributed to the manufacturing process. Breakage can result from pinched or kinked wires.